Manufacturer narrative:
This lv lead remains implanted for the time being. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead was going to be repositioned, but patient developed sepsis. The origin of sepsis unknown, and revision procedure post-poned. Subsequently, additional information was received that a repositioning procedure was performed due to increased threshold measurements, diaphragm stimulation and lead dislodgement. There were no adverse patient effects reported.